Event description:
Per the clinic, the patient experienced vertigo and headache with the device use. The device was explanted (B)(6), 2011. There are no plans to reimplant as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event.